Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00016.

Event description:
This is 2 of 2 reports. Sus voluntary event report foi for manufacturers (mw5082076) was received on 08jan2019 with the following information: on (B)(6) 2018, there were two incidents occurred in the operating room involving mayfield skull clamps. In both cases, the patients sustained head lacerations from the clamps. In the second case, the patient's head was being positioned in the head holder with three pins. One of the pins slipped causing a laceration. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was not returned for evaluation. The failure analysis cannot be completed due to the lack of information received to perform a complete investigation. DHR review cannot be completed at this time as the product ID, serial number and the lot number have not been provided. The reported complain t was not confirmed. The root cause analysis cannot be determined.

Event description:
N/a.